Event description:
Update: involved components added. Associated medwatch-reports: 9610612-2023-00135 (400603043 - nr176k). 9610612-2023-00136 (400603040 - nr612m). 9610612-2023-00137 (400603039 - nr071k). Involved components: nr004k/columbus rev f femur cemented f4l-lot 52430574. Nr293k/femur extens.stem 6° d18x77mm cemented - lot 52428912. Nr464k/columbus rev femur spacer distal f4 5mm - lot 52501921. Nr244k/columbus tib.hemi-spcr.t1/1+ 5mm rl/lm - lot 52405938. Nr044k/columbus tib.hemi-spcr.t1/1+ 5mm rm/ll - lot 52322200. Nx041/patella 3-pegs p1 - lot 52497774. Nr400k/nut f/femur extens.stem all sizes neutr. - lot 52510235.

Manufacturer narrative:
Additional information: b4 - involved components added, d4 - batch and expiration date, d10 - involved components, h4 - manufacture date.

Manufacturer narrative:
Additional information: h6 - codes updated . Investigation: as of the date of this report the complaint product was not provided for investigation. Therefore, a thorough investigation is not possible. Device history review: the device quality and manufacturing history records (DHR) have been checked for all leading device(s) lot numbers and the products found to be according to our specification valid at the time of production. There are 0 similar complaints against the same lot number. Explanation and rationale: in this case the product risk analysis (pra) is only conditionally applicable because the definitive root cause for the mentioned rigidity is unclear and we assume that the used implants are primarily not the root cause of the mentioned rigidity. Conclusion and preventive measures: on the basis of the current information a clear conclusion and root cause cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. In the event that the complaint product will be provided for investigation in the future, an update of this report will be provided unsolicited. Based upon the investigations results a CAPA is not necessary.

Event description:
Associated medwatch-reports: 9610612-2023-00135 ((B)(4) - nr176k). 9610612-2023-00136 ((B)(4) - nr612m). 9610612-2023-00137 ((B)(4) - nr071k). Involved components: nr004k/columbus rev f femur cemented f4l-lot 52430574. Nr293k/femur extens.stem 6° d18x77mm cemented - lot 52428912. Nr464k/columbus rev femur spacer distal f4 5mm - lot 52501921. Nr244k/columbus tib.hemi-spcr.t1/1+ 5mm rl/lm - lot 52405938. Nr044k/columbus tib.hemi-spcr.t1/1+ 5mm rm/ll - lot 52322200. Nx041/patella 3-pegs p1 - lot 52497774. Nr400k/nut f/femur extens.stem all sizes neutr. - lot 52510235.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with nr612m - columbus rev f hc glid.surf.t1/1+ 14mm. According to the complaint description, the primary surgery of total knee arthroplasty was performed on the (B)(6) 2018 with a non-aesculap implant. On the date of (B)(6) 2019 a revision surgery with our product was necessary. The implant caused a rigidity which led to an additional revision surgery. The surface rigidity was probably caused by the polyethylene on tibia. Additional information was not provided nor available. The adverse event is filed under aag reference (B)(4). Associated medwatch-reports: 9610612-2023-00135 ((B)(4) - nr176k) 9610612-2023-00136 ((B)(4) - nr612m) 9610612-2023-00137 ((B)(4) - nr071k).